Manufacturer narrative:
This emdr represents supplemental report #(B)(4) for previously submitted MDR number 2210968-2017-70666. Subject of a litigation complaint summary exemption no. E2013037. The referenced exemption was revoked effective may 15, 2019. The information included in this report was submitted outside the required timeframe due to the extended use of exemption e2013037 beyond its revoke date, as documented under (B)(4). (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced undisclosed injuries. No additional information was provided.